Manufacturer narrative:
A sample was not returned for analysis. Product history and complaint records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was cracked. There was no patient contact. Additional information was requested.